Manufacturer narrative:
The fsr ran testing on the unit and found that the network interface card (nic) board was defective. The fsr replaced the nic board and the unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed question marks (???) On the perfusion screen. As mitigation, the field service representative (fsr) was consulted for troubleshooting but there were no readings displayed in the service mode when checking the battery status. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.